Event description:
Info received indicates when the account applies the brake, the brake does not hold. The account stated the internal mechanisms and brakes are worn out on all four casters.

Manufacturer narrative:
The account replaced the four casters to repair the bed.